Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A lawsuit was received regarding port-a-cath implantable access system with list number 21-4483-24 and lot number 4163578 containing the following allegations. On (B)(6) 2021 the patient underwent placement of the device for the purpose of ongoing treatment for administering chemotherapy. On or about (B)(6) 2023, patient developed a blood clot along with severe pain and persistent pain around the powerpac. Patient was treated for the blood clot with blood thinners and on or around (B)(6) 2023 the port was removed.